Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient had a cerebrospinal fluid leak and were experiencing a headache as a result. There were no external factors that may have led/contributed to the issue and no diagnostics/troubleshooting were performed. Surgical intervention occurred in which a purse string suture was done around the catheter and the leak was stopped. The issue was resolved at the time of the report. The patient's weight was (B)(6) pounds and their medical history was unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.